Event description:
It was further reported that before the lead was replaced, the patient was wearing a life vest.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6)-2016, rv coil impedance spiked from 70 ohms to 216 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high impedance spike on the rv defibrillation coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.